Event description:
The manufacturer received information alleging the display was damaged on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, the third-party service technician did not provide any findings on the cause of the damage display for this device. In conclusion, the device's display screen was replaced to address the issue. Additionally, during the service of the device, the inline filter, one of the inline proximal filters, and machine flow sensor were replaced for contamination unrelated to the reportable issue. The air foam inlet filter, particulate filter, and muffler assembly were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.